Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The study device was not retained and returned to the manufacturer for evaluation. The alleged possible association between the catheter and the occlusion could not be confirmed.

Event description:
It was reported through the restore clinical study that 100 days post thrombectomy procedure, a cta demonstrated progressive steno-occlusive process of rm1 segment of the mca. The patient was kept on dapt and sent for an angiogram three days later, which demonstrated complete occlusion of the right mca. The distal branches were filled via aca collaterals and there was also some collateralization from lenticulostriate branches. It was planned for the patient to continue asa and atorvastatin indefinitely. The patient was still asymptomatic 109 days from the surgery during a follow up visit. It was reported that the patient's condition was definitely related to the study disease, possibly related to the thrombectomy procedure, and possibly related to the aspiration catheter.